Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported the device will only power up in the configuration mode with no way to get out of it - an inability to power up in the expected (AED/monitor) mode.